Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the distal marker band. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.